Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 285 mg/dl. It was noted that the bg level was addressed with a combination of manual injections and a correction bolus. Reportedly, the customer is a new pump user and reported stress/lifestyle changes. During troubleshooting with tandem's technical support, it was noted that there was an air bubbles in the middle of the tubing. The customer changed the supplies and resumed insulin delivery.